Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.

Event description:
The tip of the britetip sheath was round frayed before insertion. There were no defects on the outer box or sterile pouch. This was the initial use of the product. The frayed tip was noticed after removing the product from the package. The product was properly stored. Another britetip sheath was used to complete the procedure. The product was not clinically used; therefore, there was no injury to the patient. The product will not be returned.